Manufacturer narrative:
Evaluation summary: iol complaint history and product history records were reviewed and documentation indicated the product met release criteria. Cartridge complaint history product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), there was a foreign substance found on the back of the optic. There is no reported patient impact. Additional information was requested.

Manufacturer narrative:
The company iii (d) cartridge and associated lens were not returned for evaluation. A photo was provided of the lens in the eye. Based on the observed rings and toric axis marks the lens is a company toric model. An area of interest is circled. It cannot be determined from the photo if the lens is damaged or if this area is foreign material. The area has a similar appearance to a large scrape mark. Cartridge product history records were reviewed and documentation indicated the product met release criteria. The handpiece used was not provided. If is unknown if a qualified handpiece was used. The indicated viscoelastic is not qualified for company cartridge use. The root cause for the reported complaint could not be determined. The company iii d cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Review of the provided photo is inconclusive. It cannot be determined from the photo if the lens is damaged or if this area is foreign material. A non-qualified viscoelastic was indicated. It is unknown if a qualified handpiece was used. The manufacturer internal reference number is: (B)(4).